Event description:
It was reported that a light sensitive drug set was missing a cap at the ¿intersection of the y-side interlink¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the y-site interlink is missing the septum. The reported condition was verified. The cause of the condition was determined to be due to the manufacturing process of the external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.